Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
The patient reported minor pain as well as a limp. Patient will follow up with his surgeon for further evaluations/MRI.